Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump would not power on. The patient replaced the battery to no avail. There was no damage or corrosion seen on the pump and the battery cap was secure and tight. The issue was not resolved. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/14/2013 with the following findings: a review of the pump history shows a replace battery alarm was emitted at 03:44 on the date of the complaint. During investigation, the pump powered on normally. A rewind, load, and prime sequence was performed successfully with no power loss occurring. Visual inspection found no corrosion in the battery compartment and no damage to the battery compartment or battery cap. The battery cap was able to tighten properly to the pump. The pump was exercised for 24 hours with no power issues observed. There were no defects found with the battery contacts or the power circuit. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.